Manufacturer narrative:
(B)(4).

Event description:
On hold for denisse 09/08it was reported that an app crash alert occurred. Data was evaluated and the allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.